Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. A lot number has been provided. A device history lot review is pending.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported that the tego membrane lets air to pass through. There was unknown patient involvement and unknown patient harm noted.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint. Not enough information was included in the complaint to know when the customer noted air in the line.